Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, in power graph generated by adapt power management tool shows unexpected battery power loss at a certain period of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm. The customer received a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.